Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, 32x4.0mm, eccentric, de novo target lesion with a bend of >= 90 degree was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f choice pt guidewire and a 6f non-bsc guide catheter were crossed the lesion and pre-dilated with a 12x4.0mm nc emerge balloon catheter, a 4.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.